Manufacturer narrative:
It was reported that amulet left atrial appendage occluder was implanted without difficulty, no wire was placed in the laa. The patient returned complaining of shortness of breath after two weeks on device implant. A large circumferential pericardial effusion was reported with cardiac tamponade. Patient was hospitalized, and was hypotensive, had atrial fibrillation with rapid ventricular rate. Patient also had acute kidney injury with creatinine increase. Medication was administered for hypotension. The patient was cardioverted to treat atrial fibrillation and rapid ventricular rate along with medication; the patient underwent surgical subxiphoid window and 700 ml of serosanguinous fluid was drained. A chest tube was placed and patient was reported to be recovering in intensive care unit. Based on the cine review performed at abbott, images appeared to show fluid in the transverse sinus. Tee image 19 appeared to show fully deployed device in tee 90-degrees. The disc appeared below the ridge and was sitting on tissue on the mitral side with what appeared to be no valve interference. The disc does appear to be protruding into the transvers sinus. The lobe does appear to be more than 2/3 passed the cx. There appeared to be no obvious flow passed the lobe. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet device contributed to the pericardial effusion. Information from field indicated that the cause of reported hypotension, ventricular fibrillation and kidney failure were related to pericardial effusion. The cause of reported patient effect pericardial effusion and cardiac tamponade could not be determined. The reported surgical intervention was a result of case-specific circumstances and surgical treatment was performed to drain the fluid. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect clinical code: 2041 added. H6 medical device problem code: 2682 added, 2017 removed.

Event description:
Subsequent to the previously filed report, additional information was received: the device was implanted without difficulty, no wire was placed in the laa. It was thought to be likely that the amulet device caused the pericardial effusion.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: medical device problem code - 2017: improper or incorrect procedure or method.

Event description:
(B)(4) patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage (laa) occluder (lot: 9195213) was implanted utilizing 14f amplatzer torqvue delivery system ( lot: 9174494). Patient was in sinus rhythm for the procedure. Left atrial pressure was 26mmhg. Heparin was provided, no protamine was provided. On (B)(6) 2024, the patient returned complaining of shortness of breath. Transesophageal echocardiogram was performed where a large pericardial effusion was observed with cardiac tamponade. Patient was hospitalized. When hospitalized, patient was hypotensive and had atrial fibrillation with rapid ventricular rate. Patient also had acute kidney injury with creatinine increase to 2.15mg/dl. Albumin was given for hypotension. Patient was cardioverted to treat atrial fibrillation and rapid ventricular rate along with medication (amiodarone, digoxin). Patient underwent surgical subxiphoid window and 700ml of serosanguinous fluid was drained. A chest tube was placed and patient was reported to be recovering in intensive care unit.